Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device was plugged into the generator and would not activate right out of the sterile package. An error sounded when activation was attempted and error code '764' was displayed: "incomplete seal cycle" with the following message " inspect seal, confirm proper tissue contact. Grasp more tissue." Reactivate instrument ". The generator was turned off/on and still would not work. Device was swapped out. Device was tested on a second generator and same error occurred. The reported issue occurred before a therapeutic procedure. The intended procedure was completed not with the same device according to the report. There was no patient harm or injury reported, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Please see updates to h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was confirmed. During evaluation, the generator immediately recognized the device model. However, the device displayed an error code 764 upon activation, and it was not able to heat up/coagulate as intended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that there was a loose crimp connection which caused no continuity on the distal side of the black wire crimp. This is the likely cause for the lack of energy delivered to the distal jaws. However, a final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿inspect the device and cables for breaks, cracks, nicks, or other damage before use. Failure to observe this warning may result in injury or electric shock to the patient or to the surgical team, or cause damage to the device. If damaged, do not use.¿ olympus will continue to monitor field performance for this device.